Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the hemopro 2 device split into two pieces, but remained attached. Nothing fell into the pt and no intervention was required. This device was used to complete the procedure. The hospital did not report any pt effects.